Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: va271jg015, implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, lot#: va271jg016, implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 17-apr-2024, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 17-apr-2024, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was lead migration. The pain was coming back. Mapping showed that the pain area could not cover again. Reprogramming was performed but the pain area was not covered. The issue was not resolved. No surgical intervention occurred, unknown if planned. The patient was alive with no injury.